Event description:
On (B)(6) 2010, during a kit inspection the sales rep noted two incompass universal drivers with bent tips. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
Product is an instrument and not implantable. Evaluation is pending upon completed investigation of the product.